Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the mildly tortuous and moderately calcified proximal circumflex (cx) artery. No device damage was noted when removing the 3.5x28mm veriflex mr stent delivery system (sds) from the packaging. The physician advanced the sds to the proximal cx and encountered resistance advancing and was unable to cross the lesion. Upon removal, one of the stent struts was noted to be lifted. Procedure was completed with another 3.5x28mm veriflex mr stent. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the mildly tortuous and moderately calcified proximal circumflex (cx) artery. No device damage was noted when removing the 3.5x28mm veriflex mr stent delivery system (sds) from the packaging. The physician advanced the sds to the proximal cx and encountered resistance advancing and was unable to cross the lesion. Upon removal one of the stent struts was noted to be lifted. Procedure was completed with another 3.5x28mm veriflex mr stent. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device identified that the hypotube was kinked at various locations along its length. An examination of the crimped stent identified that some stent struts were lifted at 1.5cm distal to the proximal edge of the stent. No other damage was visible with this device. The balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).